Manufacturer narrative:
The tech found a loose wire in the trend box. He reconnected the wire and checked the trend/ reverse trend switch adjustment to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.